Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up test the right ventricular (rv) lead exhibited high impedance and caused a polarity switch to unipolar. The physician chose to keep in polarity switched unipolar mode and retest the patient in one month. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.